Event description:
It is reported that the device was implanted in 2008. Six months later, the pt was lifting a milk container and the bone plate broke. Revision date is unk.

Manufacturer narrative:
Evaluation summary: the pt reported that a right distal radius plate broke after 6 months and was subsequently replaced. The doctor provided the pt with the broken plate and screws. No x-rays were provided for review also. No pt info such as height, weight, and activity level are known. Based on the available info a definitive cause can not be determined. Evaluation: results: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.